Event description:
The physician was putting a stent in the left renal during a zenith endovascular aneurysm repair (evar). He was inserting stent over a 260 rosen wire with a cook ansl 1 6fr 55 sheath. As he was watching over fluro, he noticed the stent had slipped off of the balloon. He then withdrew the stent. The whole device came out and he went back in with another 6 x 22 x 80. It was delivered properly and with no incident. No harm to the patient.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.